Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients history was filled with pulsatility index events. Upon interrogation on controller a driveline disconnect alarm was noted on (B)(6) at 14:06. Log file analysis captured persistent pulsatility index events along with unsustained low flow alarms with high pulsatility index from (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that a driveline disconnect alarm was seen on the system controller; however, the reported event was unable to be confirmed through the submitted log files, and the root cause of the driveline disconnect could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow faults and pulsatility index (pi) events; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. The controller event log file contained data from (B)(6) 2021 that primarily consisted of pi events that overwrote earlier data, per design. Therefore, the report of a driveline disconnect on (B)(6) 2021 could not be confirmed. Low flow controller fault flags were captured in the controller event log file; however, none of the low flow values lasted long enough to activate low flow alarms. Elevated pi values were also noted during the low flow events. The system appeared to be operating as intended, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 1 ¿introduction¿ of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 4 also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. The heartmate 3 lvas patient handbook, rev. C, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jul2020. No further information was provided. The manufacturer is closing the file on this event.